Event description:
Patient called to report that he received a recall letter from philips stating his CPAP machine had been recalled. Patient stated that on (B)(6) 2021 he experienced a sinus infection that lasted a few weeks and required him to see an ent and take medication to clear it up. Patient stated he has discontinued use of the device.